Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the instrument had disrupted timing and a tack was protruding from the end of the shaft. Pmv performed functional testing which included actuating the handle and deploying the tacks. Twenty three remaining tacks deployed but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces, it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic inguinal procedure involving the cooper's ligament, the device jammed after the first fire and would not fire a second tack as the handles had locked-up. A new package of the same device was opened and used to complete the case. There was no injury or ill effect to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.